Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR number: 1018233-2012-01775.